Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for one patient using the elecsys cea assay on an unspecified cobas elecsys system. The customer inquired about published literature that described the difference between a true zero result and a false zero result in immunology testing. The customer then provided results. The initial result was <0.2 ng/ml. The repeat result was 70 ng/ml which was considered correct. It is unknown whether these results were reported to medical personnel. The customer would not provide any additional information. There was no allegation of an adverse event with the patient. The elecsys analyzer information was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes for this event may be sample quality and insufficient maintenance.